Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and material rupture due to trauma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with a 475cc mentor smooth round spectrum saline breast prosthesis on the right side, suffered right breast pain and right breast implant deflation, post-procedure. The patient experienced trauma prior to the deflation. The patient was in a car accident, where the airbag deployed and the seatbelt yanked her back. CT scan confirmed the deflation. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On april 26, 2021, mentor received additional information indicating that the patient had undergone unilateral replacement with a 425cc mentor smooth round moderate profile saline (catalog: 3501670 lot: 9520274 sn: (B)(6)). It was also indicated that the patient's outcome has improved. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 27, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the spec smooth rnd 475cc breast implant had a crease/fold on the posterior view. In addition, was identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).